Event description:
It was reported that the sys would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the sys and reseated and tightened the interconnect cable connector. The sys operates as intended.